Event description:
The customer reported that the wigwag brake pad was loose and the system produced half exposures. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the wigwag brake pad and the hand control. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence.